Event description:
Same case as MFR ID # 2134265-2012-04782. Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, a balloon leak occurred. Pre-dilation was attempted with the 2.5x20mm maverick balloon but it was note that the balloon was "leaking gas"; however, the balloon did not rupture nor contained a pinhole. Another 2.5x20mm maverick 2 balloon was then used and again the balloon was "leaking gas" without the presence of rupture or pinhole. The procedure was completed with a third 2.5x20mm maverick 2 balloon inflated twice to 12 atm for 8 seconds. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by manufacturer - a pinhole leak was identified over the distal edge of the distal markerband. A microscopic examination of the balloon material and of the distal markerband, could not identify any issues which could potentially have contributed to the pinhole leak. No other damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).